Event description:
The customer reported to beckman coulter (bec) that there was a blood leak of approximately 3 cc from the sample probe on the unicel dxh 800 coulter analyzer. The leak occurred when the customer was running patient samples, and it was contained within the instrument. The instrument generated partial aspiration errors and incomplete computation on all parameters. Printouts for the patient samples affected were requested on (B)(6) 2013 for review; however this information was not provided by the customer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported incident. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) contacted the customer and the operator was able to reattach the disconnected tubing at the top of the aspiration probe, resolving the leak. The exact location of the disconnected line was not specified. The customer then ran quality control (qc) and obtained results were within specification and there were no further aspiration errors and incomplete computation. There is no indication that beckman service was dispatched for this event. Failure mode was related to a disconnected tubing at the top of the aspiration probe. (B)(4).